Manufacturer narrative:
Follow-up #1: date of submission 05/31/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: no defect was found. No alarms related to event observed in pump history. Pump powers on properly with no alarms. Exercised pump for 24 hours, after 24 hours no alarms were occurred.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged receiving unexpected alarms from pump. No further details provided. There was no allegation of a blood glucose excursion. This complaint is being reported because the alarm issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.